Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 21562677; model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-1160; (B)(4); model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the lead site. It was noted that the patient was experiencing pain in the midline area. The patient underwent an explant procedure for precautionary measures. There were no internal signs of infection noted after scs system was explanted.